Event description:
The facility's biomedical engineer reported an infusion pump with a failure 810:04 that was found in the device's event history during biomed testing. The biomed stated that they have no record of any pt incident involving the pump since the last baxter service event. The biomed tested the unit and is not sending it in.